Event description:
A report was received from the clinical study indicating that four days post index procedure (2007) the patient experienced a myocardial infarction, and stent thrombosis. An angiogram was performed followed by revascularization. The myocardial infarction was reported as target vessel related, and the thrombus was confirmed on angiogram. To treat the thrombotic event, thrombus aspiration was performed and this was reported as a staged procedure. This event was reported as possible related to the index procedure. At one month follow-up, the patient remained asymptomatic and complaint with post index procedure antiplatelet regimen. Antiplatelet regimen included aspirin, clopidogrel and beta-blockers.

Manufacturer narrative:
The patient was randomized to the clinical trial in 2007 for one-vessel coronary artery disease. Two lesions were treated during the index procedure. The patient is a male patient with an unknown medical history. The indication for the index procedure was silent ischemia. Target lesion information and procedural details were not provided. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.